Event description:
During pt treatment with the 3100a, the oscillating driver stopped but mean airway pressure was maintained and alarms were activated. The pt was transferred to another 3100a without compromise.